Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for in-stent dilation. However, during inflation below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.